Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 285 mg/dl. The customer also reported that the insulin pump alarmed insulin flow blocked. Troubleshooting for insulin flow blocked alarm was performed and a bent cannula was identified. Troubleshooting for bent cannula was performed. The products was not returned for analysis.